Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received multiple failed sensor alerts. There was no reported impact to customer's blood glucose level. Customer reported they will continue to use the pump for insulin therapy.